Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty in breathing, nasal irritation, throat soreness, headache, dizziness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on october 25, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing, nasal irritation, throat soreness, headache, dizziness related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer and observed unusual amounts of dust/ dirt debris, inconsistent with degraded sound abatement foam, in the airpath and device enclosure, suggesting a source external to the device and observed evidence of water ingress in the blower box, suggesting the use of non distilled water in the humidifier water chamber. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination and observed can confirm the presence of contamination in the airpath and can confirm the presence of water ingress on blower box and blower. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms described. Sections d8, d9, h2, h3, h6 has been updated in this report.